Event description:
Per the clinic, the patient experienced pain and minimal redness at the implant site when wearing sound processor. The sound processor magnet strength was reduced; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with non-cochlear device (specific date not reported).